Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm error 25 or error 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes or battery loaded voltage was less than 3.5v for four consecutive hours. The insulin pump was received with operating currents within specifications. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer kept receiving power error detected alarms. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.